Manufacturer narrative:
This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last two years. Reference MDR 9611343-2011-00001.

Event description:
It was reported that the system blinked and went down during a case. This issue may result in a degraded image quality that can prevent completion of an exam. No patient injury or death reported. The error logs and equipment operation were checked with no problem found. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.